Event description:
Boston scientific received information that this pacemaker displayed pacing inhibition and loss of capture (loc) that led to greater than two seconds of asystole. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection noted electrocautery marks on both the pg case and the header. No other irregularities were noted. The header passed pin gage testing. This verifies the inner dimensions of the lead barrels and terminal blocks and also verifies proper setscrew travel into the terminal blocks. All setscrews moved freely in both directions. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Device meets specification, normal battery depletion noted. The field allegation was not confirmed.